Event description:
I use johnson and johnson acuvue moist 1 day contact lenses each day. I have a different prescription in each eye. I open a new lens each day since they are 1 day use only. This morning I opened my lens pack for my right eye, which has a -1 prescription. I put it in my eye. I opened the other pack, for my left eye which is -0.75. When I put it in my eye, I immediately experienced extreme pain and burning. I took it out of my eye and shortly thereafter went to the hospital due to the nature of the pain. They examined my eye and informed me that I had a chemical injury to my eye as a result of the contact lens. The contact lens was in lot number 3198290307. It is unclear at this time if there is going to be permanent damage. (B)(6) if you have any further questions. I also noted that there was an international recall of these lenses but not a us recall. Dose or amount: 1 contact lens per eye. Frequency: once a day. Route: ophthalmic. Dates of use: (B)(6) 2010. Diagnosis or reason for use: nearsightedness. Event abated after use: no.